Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer reported that they received res x and open book image on the insulin pump screen after a pump error. Insulin pump had blank display. Insulin pump had scratches. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify blank display and e/a alarm due to critical pump error. P-cap / reservoir locks properly into place. Device passed displacement test. Device received with cracked case, cracked battery tube threads, pillowing keypad overlay and scratched case.